Event description:
It was reported that the ventricular lead polarity switched due to 466 high impedance paces. It was also reported that distorted ventricular electrogram (vegm) was noted on magnet and non-magnet strips. The ventricular lead remains in use. No patient complications were reported due to this event. Edit (B)(6) 2010: it was further reported that there were "impedance issues, and threshold instability"; the patient also experienced pocket stimulation. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the venticular lead polarity switched due to 466 high impedance paces. It was also reported that the dual egm issue was experienced. No patient complications were reported due to this event. The ventricular lead remains in use. It was reported that the venticular lead polarity switched due to 466 high impedance paces. It was also reported that distorted ventricular electrogram (vegm) was noted on maget and non-magnet strips. The ventricular lead remains in use. No patient complications were reported due to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular lead was explanted.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.